Event description:
Consumer complaint of blood result reading of "hi". Mother of customer states that her daughter feels well and requires no medical attention. Customer's expected blood results are 70-200mg/dl fasting. Verified the strips expire 02/27/2018. Customer confirms the strips are stores supplies in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory. The customer is also testing 15 minutes after meals due to the doctor's order. No adverse event reported.

Manufacturer narrative:
(B)(4). The investigation and product evaluated is complete. The most likely underlying root cause of this malfunction was due the vial of the test trips left open. Conclusion code is no longer applicable and has been updated.

Event description:
Consumer complaint of blood result reading of "hi". Mother of customer states that her daughter feels well and requires no medical attention. Customer's expected blood results are 70-200mg/dl fasting. Verified the strips expire 02/27/2018. Customer confirms the strips are stores supplies in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: 1:hi (B)(6) 2015 09:44:00 am fasting:no. 2:374 mg/dl (B)(6) 2015 11:43:00 pm fasting:no. 3:131mg/dl (B)(6) 2015 06:34:00 pm fasting:no. 4:153mg/dl (B)(6) 2015 08:38:00 am fasting:no. 5:175mg/dl (B)(6) 2015 10:44:00 pm fasting:no. The customer is also testing 15 minutes after meals due to the doctor's order. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).